Event description:
Boston scientific received information that this pacemaker reached end of life (eol) with a magnet rate of 85 paces per minute (ppm) and pacing at vvi 50. Approximately four months earlier, the remaining longevity was at a year and the magnet rate was 100 ppm. It was reported the device did not declare elective replacement near (ern) or elective replacement indicator (eri). The patient has an underlying rhythm, however felt symptomatic with pacing at vvi 50. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Manufacturer narrative:
The device was scheduled for replacement. Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this device was explanted and successfully replaced. No adverse patient effects were reported.